Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The interconnect cable and the hard disk was replaced, and the software was reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system needed parts replaced. No pt injury was reported.